Event description:
A surgeon reported that during cataract surgery, two patients experienced posterior capsule tears, requiring a vitrectomy. The surgeon suspects the I/a tip to be defective. Additional information has been requested. This is the third of four reports being filed for this facility.

Manufacturer narrative:
There was no sample received for evaluation. No lot number was provided with this complaint. Therefore, a lot history could not be conducted. The root cause for customer complaint issue could not be determined. All silicone I/a tips are 100% visually inspected by trained operators using 20x magnification during the manufacturing process. (B)(4).